Event description:
The facility reported the bulb would not work, even after changing to a different bulb. Five cases had been cancelled, including one patient that had already been prepped for surgery, with the eye open.

Manufacturer narrative:
A company rep requested the customer reseat bulb; unit is now working.